Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to completely broken reservoir tube lip. Pump received with broken reservoir tube lip, cracked case at the reservoir tube window corners, cracked reservoir tube window. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was unknown. Customer also stated that there was crack on reservoir window and insulin pump had no delivery alarm. Troubleshooting was performed and insulin was exited. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshooting. The insulin pump will be returned for analysis.